Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from (B)(6) 's. Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed. Update oct 18, 2017: additional information received. Updated product information. This complaint was updated on: nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.